Event description:
On (B)(6) 2012, the reporter contacted animas stating that the keypad buttons were delayed, required multiple presses to elicit a response and were hyper responsive. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.